Event description:
Nellcor puritan bennett received a call from user facility on 10/21/1998. User called to report the following problem: unit will not cycle with continuous audible alarms and all light-emitting diodes.